Event description:
Customer reports false positives when testing low positives.

Manufacturer narrative:
The customer reported two low positive samples reported negative results. Field application specialist visited site and identified customer was not following all required steps in the IFU. Root cause: customer was not performing all required steps in the IFU. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. The lot of kits continues to meet product claims. Trends of discrepant results will be trended and reviewed, with action taken as appropriate in response to any adverse trends or events.